Event description:
Customer fell asleep with cold pack on their face twice in the same day, says one leaked & caused burns to their face, including redness, pain & swelling, and scabs are starting to form now.